Event description:
A 6f angio-seal vip device was used for vascular closure of a right femoral arteriotomy. Immediately after deploying the device, there was bleeding. Manual compression was applied for 20 minutes to achieve hemostasis. A doppler ultrasound was performed the next day after the closure procedure, which showed a weaker pedal pulse in the right foot. A repair surgery was performed, and collagen was retrieved from within the artery at the puncture site. The patient is stable.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.